Event description:
The pt's sister reported that about two weeks prior to the pt's last refill visit in 2007, the pt experienced return of spasticity in his ankles and feet. It seemed to alternate between right and left side, but did also occur at the same time. The hcp was asked if the dose of medication should be increased. The pt was admitted to the hospital for rehabilitation therapy. The pt was currently stable and his dose was being increased little by little. The pt was given unspecified oral medications for pain relief. The pump was used to deliver baclofen for spasticity and pain relief. The hcp was recommending a pump replacement in 2008. The pt's sister was encouraged to continue working with the pt's hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.